Manufacturer narrative:
Additional info: the suspect instrument is changed from a tubing set to a device. Please reference manufacturer report number 2016493-2019-01443 from emdr 332078.

Event description:
It was reported that the secondary antibiotic therapy piperacillin-tazobactam (zosyn) 4.5g/d5 100ml to be administered every 8 hours for a duration of 4 hours was hung at 0423. At 0715, the primary infusion of normal saline was found to be infusing instead of the antibiotic. Upon assessment, it was found that the secondary tubing set was unclamped and appeared to have partially infused. The infusion was stopped at 0715 and it is unknown how much of the antibiotic medication was infused. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: y309807, exp dec20, 0.9% sodium chloride injection; 100ml pfizer galaxy bag lot: ln118323, exp 19feb20, zosyn 4.5g (piperacillin and tazobactam injection); one alcohol cap. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that the secondary antibiotic therapy piperacillin-tazobactam (zosyn) 4.5g/d5 100ml to be administered every 8 hours for a duration of 4 hours was hung at 0423. At 0715, the primary infusion of normal saline was found to be infusing instead of the antibiotic. Upon assessment, it was found that the secondary tubing set was unclamped and appeared to have partially infused. The infusion was stopped at 0715 and it is unknown how much of the antibiotic medication was infused. The customer further stated that there were no adverse effects caused to the adult patient from the event.